Manufacturer narrative:
Analysis found that the seal and bearing was corroded. The handpiece was not tested because of the grinding and seized bearing. The housing was disassembled and found that internal parts, wheel lock, screws were also severely corroded due to dried saline. The handpiece was repaired, cleaned, tested, and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece got hot. There was no patient impact.